Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.